Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery balloon failed to deflate. Patient presented with in-stent restenosis of an unknown stent implanted on an unknown date in the obtuse marginal (om). The physician advanced the 2.50 x 12mm promus element plus to the lesion and the stent was deployed at 12 atms. Negative pressure was pulled using an encore inflation device but the stent delivery balloon would not deflate. After repeated attempts, the balloon was successfully deflated. The physician then re-inflated the stent delivery balloon to 15 atms for 30 seconds to post-dilate the stent and, again, the balloon failed to deflate. A 30cc syringe was used to successfully deflate the balloon. An nc quantum apex was used to further post-dilate the stent. The procedure was completed with this device and the patient was discharged without complications.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery balloon failed to deflate. Patient presented with in-stent restenosis of an unknown stent implanted on an unknown date in the obtuse marginal (om). The physician advanced the 2.50 x 12mm promus element plus to the lesion and the stent was deployed at 12 atms. Negative pressure was pulled using an encore inflation device but the stent delivery balloon would not deflate. After repeated attempts, the balloon was successfully deflated. The physician then re-inflated the stent delivery balloon to 15 atms for 30 seconds to post-dilate the stent and, again, the balloon failed to deflate. A 30cc syringe was used to successfully deflate the balloon. An nc quantum apex was used to further post-dilate the stent. The procedure was completed with this device and the patient was discharged without complications.

Manufacturer narrative:
Device evaluated by MFR. - updated. Eval summary attached - updated. Method codes, result codes, and conclusion codes - updated. Device evaluated by manufacturer: the balloon was partially inflated. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond met specification. The catheter was soaked in a bath of circulating water to attempt to loosen contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen without encountering any unusual resistance. Attempts to inflate the device to rated burst pressure (rbp) were unsuccessful. There was no evidence of any product deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).